Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the user had manually changed the time and date settings on the pump. The data also revealed that the user had suspended insulin delivery following a loss of prime warning and did not resume delivery. During testing, the pump was exercised for 24 hours on a 2 unit per hour basal rate. Following the test, the pump¿s basal history correctly showed a delivery of 48 units. The available total daily dose data added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with pump delivering within the required range. No delivery interruptions, errors, alarms, or warnings were observed during testing. The complaint was not duplicated. Unrelated to the complaint, the bolus button cover was observed to be torn; however, the button remained operable. Additionally, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/25/2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further information was available. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.